Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not detach from the catheter. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. Additionally, the catheter was unraveled next to the bushing. Functional evaluation was performed, and it was observed that the handle does not have communication with the clip assembly which is evidence of both activations performed. No other problems with the device were noted. The reported event of clip would not detach from catheter was confirmed. Investigation found that the amount of tissue grasped was bigger than the clip's ability to close, requiring the customer to apply an excess of force to close the clip arms in order to activate them. But due to the amount of tissue grasped, this force was sufficient to detach the clip from the bushing but not to activate them. Due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Regarding the found problem of clip assembly being deformed, it is likely due to the entrapment against the bushing. Regarding the found problem of the catheter being unraveled next to the bushing, it is likely due to the removal technique of the device from the scope. It is important to highlight that during product analysis, the bushing and the capsule were separated requiring a lot of force, hence, this action could further aggravate these problems. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the handle and push it in but was unsuccessful. The catheter was pulled from the mucosa. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the handle and push it in but was unsuccessful. The catheter was pulled from the mucosa. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not detach from the catheter.